Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. In clarifying the statement "like you had turned it up two notches' and whether the settings changed unexpectedly or whether it just felt that way, they reported that it was just the feeling. The cause was not determined. They wrote that the most likely cause was a device problem. The patient now had their device turned off. They noted that it was a failure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported by the patient via an email, (with the subject titled ¿interstim failure and erratic¿,) that for the second time, the interstim bladder implant had caused electrical shocks. This time, it was like they had turned it up two notches. The patient stated when they tried to access the program, the phone device that had been totally off for weeks, was dead so they had to wait for it to charge before they could even turn it off. The patient stated they planned to leave it off because it appeared to be zero effectiveness anyway.

Manufacturer narrative:
Concomitant products: product ID: a520, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were having device problems. Today they saw the reboot screen come up on their handset so patient powered it off and back on. Now when patient tries to connect to the therapy app they are seeing retry and patient feels a shocking sensation momentarily in their penis. Prior to calling patient has tried it multiple times and got shocks only when tapping on find device or retry. Determined the patient was seeing device not found message due to launching the micro mytherapy application incorrectly. Once they used the mytherapy application they were able to connect to the ins. Patient is not currently feeling any shocking. Patient denied any falls or traumas or changes to ins site. Patient reported no shocking sensations when pressing against the ins site with the communicator. The patient was redirected to their healthcare provider to further address the issue of shocking. Redirected patient's hcp.